Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without a precise event date, the cause of the event cannot be determined. However, it is likely that the user's patterns of maladaptive behavior contributed to this event.

Event description:
On (B)(6) 2024 an ilet user reported they experienced a low blood glucose (bg) event requiring assistance to treat. The user did not recall the exact event date. On (B)(6) 2024, the user reported significant issues with their ilet, stating it was administering insulin during low blood glucose events. After reviewing the user's log data, the agent identified wide fluctuations in bg, with the user failing to announce meals, incorrectly announcing them, and using meal announcements to correct low bg levels. The user was also pre-treating lows without alerts or alarms and disconnected from the ilet due to fear of low blood sugar. Additionally, the user announced meals when their bg was below 70 mg/dl, sometimes multiple times during this range. The agent provided education on proper meal announcement practices, advised against pre-treating lows, and suggested following the endocrinologist's advice regarding meal announcements. The user also mentioned an event where they lost consciousness but could not recall the date. The user's bg dropped to 39 mg/dl. The user used soda, icing, glucose tablets, and glucagon to treat their lows, with their wife providing assistance.